Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the trocars were leaking constantly during the case through proximal gasket (split) 511sd and 355ld. The 511sd, user placed a 1seal on to stop the leak. The 355ld was used and not replaced. There was no consequence to the pt.